Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Tip protector removal test was performed, and no defects were found. Pressure test and hydrophilic filter test were performed and a leak was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the filter of a non-dehp three lead extension set was observed cracked and subsequently leaked. The event occurred during a total parenteral nutrition (tpn) infusion with a pediatric patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.